Manufacturer narrative:
Device technical analysis. The faradrive sheath was not returned for analysis as it was retained by the customer; therefore, a technical analysis of the complaint device could not be completed. Device history record review. It was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Review of the IFU confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review. A risk review performed for the faradrive device confirmed that the events of visible air/bubbles, leak, and sheath damage are known events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Investigation conclusion. Based on the available information, boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.

Event description:
It was reported that during a redo atrial fibrillation and atypical flutter procedure, a faradrive steerable sheath was selected for use. During the procedure, the faradrive sheath was prepped as usual and introduced to replace the fixed curve versacross sheath. After the sheath was inserted and the dilator and wire were removed, the physician stated they were aspirating a lot more air than normal. The farawave catheter was inserted into the handle and aspirated again, but the sheath was still pulling a lot of air. It was then noted that the hemostatic valve was believed to be defective. Some air seen while removing dilator. Both a fluid leak and some visible air in the sheath were observed. The physician tried reinserting and re aspiration, however, the sheath was ultimately replaced, and the procedure was completed successfully without patient complications.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a redo atrial fibrillation and atypical flutter procedure, a faradrive steerable sheath was selected for use. During the procedure, the faradrive sheath was prepped as usual and introduced to replace the fixed curve versacross sheath. After the sheath was inserted and the dilator and wire were removed, the physician stated they were aspirating a lot more air than normal. The farawave catheter was inserted into the handle and aspirated again, but the sheath was still pulling a lot of air. It was then noted that the hemostatic valve was believed to be defective. Some air seen while removing dilator. Both a fluid leak and some visible air in the sheath were observed. The physician tried reinserting and re aspiration, however, the sheath was ultimately replaced, and the procedure was completed successfully without patient complications. The sheath is not expected to be returned for analysis as it was retained by the customer.